Manufacturer narrative:
Manufacturer investigation conclusion: the evaluation of the submitted log files confirmed the report of a driveline fault alarm, and the evaluation of the submitted image confirmed the report of a cut in the driveline. The evaluation of the submitted image also identified discoloration of the pump cable in-line connector bend relief; however, the report of difficulty disconnecting the modular cable and the presence of water between the pump cable and the bend relief could not be confirmed through this evaluation. A specific cause for these findings could not be conclusively determined through this evaluation. The submitted image depicts the external portion of the pump cable. A cut in the outer silicone jacket was noted adjacent to the terminus of the in-line connector bend relief; however, the underlying armor layer appeared intact. As an added observation, the in-line connector bend relief appeared discolored dark gray/brown. Of note, visual inspection through the bend relief could not conclusively identify the presence of water between the pump cable and the bend relief. The submitted controller event log file captured transient power a broken faults starting on 17aug2019 at 11:15:19 am, which resulted in a driveline power fault alarm starting at 11:15:26 am. The driveline power fault was cleared at 05:22:55 pm; however, it immediately reoccurred starting at 05:22:56 pm due to persistent power a broken faults. The driveline power fault was cleared again at 05:25:08 pm, and then it reoccurred starting at 05:30:00 pm. The driveline power fault was cleared a third time at 05:42:54 pm and did not reoccur until the driveline was disconnected at 05:51:22 pm. Despite the observed alarms, the pump appeared to have functioned as intended at the set speed until the disconnection of the driveline. It was reported that the patient called the hospital on (B)(6) 2019 due to an alarm on his controller. The patient presented to the hospital with a driveline fault alarm, and the controller was exchanged. The customer also attempted to exchange the modular cable, but it was reported that it was not possible to disconnect the modular cable. A log file taken on 27aug2019 did not capture any more alarms. The patient also presented a cut in the pump cable, which had tegaderm applied to it. Further, the patient stated that water was found between the pump cable and the bend relief close to the connection. The patient remained ongoing on (B)(6) following this event; however, it was later reported that the patient underwent an urgent transplant due to recurrent alarms on 12sep2019 (manufacturer report number 2916596-2019-04558). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that a cut was present on the patient's driveline, not on the modular cable. Tegaderm was placed on the driveline. The account attempted to exchange the modular cable but it was not possible to disconnect the modular cable. The patient also stated that water was found between the pump cable and bend relief. Reason for modular cable exchange was not provided. No further information was provided.